Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was capped and replaced due to high, out of range, high voltage lead impedance. Patient condition was fine after the event.